Event description:
As the physician started to introduce the coil into the aneurysm, he needed to reposition. As the coil was being pulled back into the microcatheter, the coil detached. The unsuccessful attempt to snare the coil, left it stretched and the physician started to pull other loops out. The device positioning unit (dpu) was pulled out, but the coil remained stretched in the carotid and aorta.

Manufacturer narrative:
The product will not be returned for evaluation. Without the return of the product, the exact root cause cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance product log yielded no other complaints with this lot.